Manufacturer narrative:
(Describe event or problem) was updated. (Suspect medical device, lot #) was updated. (Returned to manufacturer) was updated. (Device manufacture date) was updated. Codes were updated. The reported problem of medication leakage from the catheter's medial lumen due to a tear outside the lumen body was confirmed during the visual and functional inspection of the returned icy catheter (lot # 188015). The leak was verified at the medial lumen tubing, which was torn/ruptured upon receipt. The customer suspected the lumen's plastic clamp possibly caused the tear. However, the tear/rupture seemed consistent with high-pressure introduction. The customer did not provide information on whether they used any pressurized device. Therefore, the root cause of the tear was not conclusively determined. Visual inspection of the returned catheter revealed the medial lumen tubing was torn/ruptured at the proximal end of the manifold, confirming the reported complaint. The tear was measured 2 cm in length through the tubing. It was also observed that the in/out lumen tubings were tied into knots that could not be untied. During functional testing of the returned catheter, only the distal infusion port was flushed without resistance. The in/out lumen was unable to flush due to the tied knot. The proximal infusion port was unable to flush due to blood clogging inside the tubing. When flushing the medial infusion port, there was a leak due to the tear in the tubing, confirming the reported complaint. Due to the condition in which the catheter was received, the functional pressure leak test could not be performed. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint, and there were no similar complaints for the icy catheter with lot number 188015.

Event description:
The icy catheter (lot # 188015) was smoothly inserted into the patient's right femoral vein to initiate an ivtm therapy. During preparation to start the treatment, it was noted that medication leaked from the catheter's medial lumen due to a tear outside the lumen body. The customer found the tear in the medial lumen and suspected that the lumen's plastic clamp possibly had caused it. The catheter was removed, and a new icy catheter was inserted into the patient's left femoral vein. The ivtm was then started and completed with the same thermogard console. No consequences or impacts on the patient.

Event description:
The icy catheter (lot #unknown) was smoothly inserted into the patient's right femoral vein to initiate an ivtm therapy. During preparation to start the treatment, it was noted that medication leaked from the catheter's medial lumen due to a tear outside the lumen body. The customer found the tear in the medial lumen and suspected that the lumen's plastic clamp possibly had caused it. The catheter was removed, and a new icy catheter was inserted into the patient's left femoral vein. The ivtm was then started and completed with the same thermogard console. No consequences or impacts on the patient.

Manufacturer narrative:
Zoll has not yet received the catheter in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.